Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). Additionally, it was reported that the pod was not sticking well and it was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible in the top viewing window and the cannula not visible in the bottom housing needle well. The download data showed the pod was deactivated at 45 pulses at the end of first prime. The cannula did not deploy due to the pod being deactivated before completing priming. No damages or deficiencies were observed. No problem was found regarding the reported improper insertion of the cannula and leaking during wear because the needle mechanism was not deployed. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.